Event description:
The issue was found during reprocessing (previously reported by the customer as preparation for use), there was no delay to the intended procedure. The customer could not recall if metal was protruding form the rubber end, but assumed it was.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation could not be confirmed. Additional findings include the following: the rfid / ce labels were illegible / the edges were peeling, the plastic distal end cover had minor discoloration / scratches, the bending section cover adhesive was cracked on the insertion tube / the plastic distal end cover, the insertion tube was discolored / had scratches / was not catching cotton, and the light guide tube had chemical damage / buckles. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative on behalf of the customer reported to olympus, the evis exera iii colonovideoscope was broken. The issue was found during preparation for use. There were no reports of patient harm. Related patient identifiers: (B)(6).